Manufacturer narrative:
Method: lens work order search. Results: visual inspection of the returned product found the optic is torn and in two pieces. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens into the pt's eye. The surgeon does not use a cartridge or injection system. The surgeon prefers to fold the lens using forceps to insert the lens into the eye. The lens cracked in half as the folded lens was being inserted into the eye. The surgeon said there was something wrong with the lens and the lens was defective. He implanted a backup lens, same model and size without any problem. Stated the device did not cause or contribute to a serious injury. The incision was enlarged and no suture was used.